Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent a revision surgery in which the implanted components were removed and replaced due to "loosening/lysis". No further patient complaints have been reported in relation to this complaint.